Manufacturer narrative:
UDI #: no UDI because this device is not sold in the USA.

Event description:
Customer reported the device displayed a blinking red cross with a beep sound. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290. There was no reported patient involvement.

Manufacturer narrative:
G2 - added information submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G3 - added information. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.